Manufacturer narrative:
Based on the information available no conclusions can be made. As reported, post implant of 3dmax mesh the patient developed hyperemia and edema. Following treatment, the patient is reported to be doing well. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2021. Device not returned - remains implanted.

Event description:
As reported, during a right oblique hernia repair surgery on (B)(6) 2023, the patient was implanted with 3dmax mesh. As reported, 3 days post-implant, the patient developed hyperemia and edema in the right groin area. This condition was treated with medication and the patient status is reported to be good.